Event description:
Patient underwent a femoro-popliteal bypass in 2008, one year after implantation in 2009, it was reported a seroma and a dilatation of a 7 cm portion of the graft, in the non radially supported part of the graft. The following month, the dilated portion of graft was explanted and replaced with a eptfe graft. The patient was reported to be in a good condition.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. An explanted portion of the graft was sent to an outside laboratory for histological evaluation. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing indicated value well within product specifications. One product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No conclusion can be draw until the explanted portion of graft evaluation is completed. A follow-up report will be submitted within 30 days upon receipt of any relevant information.